Event description:
Customer's father called the physician for assistance with high blood glucose. The blood glucose reading is 431 mg/dl. Treated with insulin pump. The physician was called due high blood glucose and ketones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.